Event description:
It was reported that the customer was experiencing low blood glucose while staying at the hospital. It was stated that the customer was hospitalized due to spinal surgery. The customer's glucose reading at time of call was 118mg/dl. It was stated that the insulin pump was not exposed to an MRI. Troubleshooting was declined as the customer was in pain due to the surgery. During the call it was found that the customer was still connected to his insulin pump. Instructed the nurse to remove the infusion set from the customer's body and make sure the insulin pump was in suspend mode. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.